Event description:
It was reported that femoral head would not lock onto femoral stem during the primary surgery. New head was given and it locked in properly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seating/locking issues involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the device by the manufacturing cell noted a lip at the bottom of the machined taper, which would prevent a functional lock. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been two other events for the reported lot. Conclusions: the investigation concluded that the seating/locking issue was caused by a lip at the bottom of the machined taper, which would prevent a functional lock. Nc was issued for lfit v40 heads - seating/locking issue.

Event description:
It was reported that femoral head would not lock onto femoral stem during the primary surgery. New head was given and it locked in properly.